Event description:
Report from hospital engineer. Over the weekend we had a problem with one of our nhs loan stock ventilator. It failed on a patient showing technical error 246041, then it alarmed "panel lost connection and stopped ventilating. The patient was not injured . I have looked at the event log and there has been multiple of the same errors , I put the system into service mode checked around I did a few checks and managed to remove the technical error banner . I am going to run the unit over the next couple of days . Could you give me a call and give me some advice. The unit is still under warranty c6 ventilator ser no.(B)(6).

Manufacturer narrative:
The issue in (B)(4) is deemed as a reportable event since the malfunction 'ventilation cancelled' which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and overloaded the mainboard. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) is part of a fsn, no attempts will be performed to obtain additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed.